Event description:
A report was received that the patient's leads were displaying high impedances and was feeling pain and knots in his back. The patient will have a lead revision.

Event description:
A report was received that the patient's leads were displaying high impedances and was feeling pain and knots in his back. The patient will have a lead revision.

Event description:
A report was received that the patient's leads were displaying high impedances and was feeling pain and knots in his back. The patient will have a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. Visual inspection of the lead found cables were completely broken at the bent/kinked location of the lead. The broken cables resulted in high impedance readings. Additionally, the lead body was cleanly cut into multiple pieces which was a result of a typical explant procedure and it is not considered a failure. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the lead was returned with extensive damage and it was unable to determine whether the lead has been the source of the pain. The lead has two fractured cables right at the nicked/cut portion of the lead body. This type of damage is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant of his scs system. The patient¿s symptom included inadequate pain relief.